Event description:
It was reported that there were stored atrial tachy response (atr) episodes on the pacemaker due to over-sensing of noise on the right atrial (ra) lead. The ra lead remains in use. No patient complications have been reported as a result of this event. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).